Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during initial testing; however, the device was put through extensive testing including bench testing and ECG stressing without duplicating the customer's report. A new multi-function cable was provided to the customer. The device was recertified and returned to the customer. The defib receptacle was returned to zoll medical corporation, united states. The defib receptible was replaced as a precaution the customer's multi-function cable was not provided for the evaluation. It was recommended to the customer to discard the multi-function cable used as a precaution. Analysis of the report of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.